Manufacturer narrative:
Initial failure analysis was confirmed, the instrument was requested to be transferred to design engineering for review due to the broke molded insulator. No additional findings were observed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the customer and obtained additional information: the instrument worked as normal as far as the surgeon knew until the tip of the instrument broke. No collisions with anything occurred. No fragments fell in the patient during any collisions. No other procedures were needed. Everything was recovered. The procedure was completed robotically. The patient did not need to follow up on anything related to the broken instrument.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps with an alleged issue to perform failure analysis testing. The fenestrated bipolar forceps had a broken molded insulator. A broken piece, measuring approximately 4.19mm x 8.932mm in size, was not returned. The instrument also had a dislodged grip tip. The dislodged grip tip, measuring approximately 4.71mm x 14.77mm, was not returned with the instrument. The instrument was found to have a broken conductor wire at the distal end. The break on the conductor wire was located at the molded insulation. The instrument failed the electrical continuity test, confirming a complete break in the wire.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the fenestrated bipolar forceps instrument had a broken tip. A fragment fell inside the patient's anatomy and was retrieved during the same procedure.